Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the device was in a good physical condition apart from the drain tube clip that was coming off. After switching the device on it was noticeable that the display was defective. Functional and electrical testing was performed; test passed after the pwa was replaced. The customer reported problem could not be replicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No further action taken.

Event description:
It was reported: "the device does not detect water level. The issue occurred pre-testing, before use." There was no patient involvement and no harm/adverse event.